Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a permanent implant and the device was not working and it was not for the basic evaluation or advanced evaluation. The patient was referred to their doctor. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that it was patient who had shut off the machine and didn't realize it so the steps taken for resolution was that they talked to deborah who figured it out. No further complications were reported.